Event description:
It was reported that the customer experienced intermittent occlusions alarms. Initially, customer changed the infusion set alone to resolve the issue; but as the occlusions persisted the pump was ultimately replaced to address the issues. Customer's blood glucose level was 362 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.